Event description:
The surgeon did not have any difficulty engaging the cuff lock before they decided to disengage the lock with the tool. At first, the unlock tool was used improperly, not holding the shaft of the instrument flush to the pump. The site stated that torqueing on the instrument in an effort to unlock the pump created the purple locking mechanism to bend. The exact piece that bent was proximally toward the inflow cannula. Once that flange bent up, it was unable to be inserted into the pump. The surgeon bent the flange back down, allowing it to slide into the pump to lock.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a damaged cuff lock latch arm was confirmed based on the submitted photographs. The account reported that the cause of the bent cuff lock latch arm was due to the surgeon¿s improper use of the unlock tool. The account submitted three photographs for review. The first two photos showed the surgeon attempting to bend the latch arm back into place, confirming the reported bend. The third photo shows the latch arm of a demo pump highlighted in red, where the reported bend occurred. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. Heartmate 3 lvas IFU rev. C provides instructions on all surgical procedures, including preparing the ventricular apex site and inserting the pump in the ventricle. The IFU cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 lvad. If the slide lock mechanism on the hm3 lvad fails to engage, do not make further attempts to engage until retracting the slide lock mechanism. Evidence of slide lock mechanism failing to engage will be either visual evidence of the yellow ¿wings¿ or a tactile feel of three ridges versus one. The slide lock will not engage the apical cuff unless initially fully retracted. If difficulty persists when engaging the slide lock mechanism, the lvad should be removed from the apical cuff to visualize what might be preventing the connection. The suture knots should not interfere with the connection. If a sealing agent is used on or near the apical cuff, it should not interfere with the slide lock mechanism. The surgical procedures section also includes information on de-airing the pump. During the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 18nov2020. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that upon trying to unlock the pump after being attached to the mini apical cuff and using the unlocking tool, the surgeon bent a small portion of the purple locking mechanism. It became challenging to reengage the lock after reconnection to the apical cuff. The surgeon used a surgical instrument to bend the portion of the lock back into place to allow it to slide into the pump.